Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-nov-2018 from a healthcare professional (hcp) who reported that the cause for the motor stall was not determined. The patient¿s father denied she was near a magnet. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regrading a patient receiving lioresal 2000mcg/ml at 837mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2018 it was reported a motor stall was seen at initial interrogation. The patient did not have a recent MRI and the reporter denied emi or magnetic interaction. The motor stall occurred on (B)(6) 2018 and the patient developed increased spasticity with the symptoms progressing to withdrawal with respiratory distress requiring intubation with admission to the ICU (intensive care unit). The patient¿s pump was replaced today and per the reporter there was a motor stall recovery that had occurred yesterday (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via saol therapeutics reported the pump alarm started on (B)(6) 2018 with increased pain starting the next day. The patient experienced withdrawal on (B)(6) 2018 with increased spasticity, a decrease in alertness, and increased heart rate. The patient was intubated on the evening of (B)(6) 2018 and was extubated after two days. The pump was interrogated on (B)(6) 2018 and indicated a pump stall. The pump was interrogated again the next day and a motor stall recovery was noted on (B)(6) 2018 just before intubation. The patient's itb pump was replaced. The patient's medical history includes cerebral palsy, kidney stones, heel cord and hamstring lengthening's at age four and pump placed at five years of age. The concomitant medications were proventil, mvi, diastat prn, vitamin d, depakote, and dulcolax. The patient was admitted to the hospital from (B)(6) 2018 to (B)(6) 2018 due to the itb withdrawal.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.